Manufacturer narrative:
Investigation result: the device will not be returned to conmed linvatec for eval. The user reported that a second attempt to insert a xo button, 25mm was unsuccessful as the suture broke. The surgeon chose not to delay the procedure any further and used a competitor's product. This implant is new to the market (released august 2007) and as such, has a learning curve to the technique.

Event description:
It was reported that during use of this implant in an acl autograft procedure, the sutures broke. The implant was not salvageable to reload the sutures. The continuous loop was cut with the implant still in the joint to allow for a successful graft recovery. The procedure was completed with another brand of implant. There was no report of serious injury associated with this event.